Event description:
The hcp reported that volume discrepancies were noted at two previous refills. In 2006, it was noted that 8 mls were removed from the pump; expected reservoir volume was 1.8 mls. The following month, 17.9 ml were aspirated; expected reservoir volume 4.1 mls. The pump is filled with baclofen 2000 mcg/ml and is programmed to deliver 1033 mcg/day. The patient is in a nursing home and is unable to speak. Programming reportedly appears accurate. The hcp reported that the patient is relatively new to their practice, but the care providers have indicated that the patient is "normally this spastic" and no changes have been noted. The patient will be re-evaluated next month. Rotor and studies were performed in 2006, and revealed that the catheter was patent and the pump was functioning properly. The patient's husband is considering having the device removed as it does not appear to be helping the patient "that much".